Event description:
It was reported that during a procedure the core micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. No further information was provided.

Manufacturer narrative:
The engineering technician did not duplicate the bias current error.

Event description:
It was reported that during a procedure the core micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. No further information was provided.